Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Prior interrogation of the right ventricular (rv) lead revealed unspecified over-sensing and high pacing impedance. The physician suspected rv lead damage that occurred during a prior unrelated procedure due to these malfunctions. The rv lead was explanted and replaced on (B)(6) 2021. It is unknown if the rv lead damage was confirmed during the explant procedure. The patient was in stable condition throughout and no symptoms were reported.